Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that the tw power supply had no power; the green light would not turn on. This was reported by the biomed department, and they did not have any further information about how this was noticed. The product is returning.